Event description:
Patient was trying to get out of bed, rn was walking by the room and noticed her dangle on bedside. She fell before he could reach her. She hit her forehead on the floor, no obvious injury seen. Bed alarm was in place and on(and tested at beginning of my shift) but didn't alarm. Replaced with a new one post fall.